Event description:
Boston scientific crm received info that this right atrial (ra) lead became dislodged. Upon opening the pocket, it was discovered that the suture sleeve was separated from the suture. Two pieces of the suture sleeve were found, however, a third piece was not found and remains in the pt. The ra lead was repositioned successfully. A lead stabilizer kit was used for a new suture sleeve. No adverse pt effects have been reported.

Manufacturer narrative:
See scanned page.